Event description:
The customer reported via phone call that the pump sometimes does not give her the correct amount and the screen fades in and out. Customer has had unexplained no delivery alarms, motor errors, and insulin has squirted out during prime. Customer was advised that these issues have been going on for a couple of years but with other health complications, she was not able to recall and have the problems worked out. Customer would like to her pump replaced as she is not comfortable with it. Customer stated that there was a 911 call for her high blood glucose. Customer stated that she has been in so many hospitals due to other medical problems. Customer was in the hospital for a week and was released a week later. Customer was taken to the hospital by the ambulance and does not recall what took place. Customer was wearing the pump at the time of the 911 call. Customer declined troubleshooting the pump since her health care professional has looked over the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.